Event description:
It was reported that patient was revised on a right knee due to pain.

Manufacturer narrative:
The following other devices were also listed in this report: unknown right medial pkr size 3 femoral component. Unknown right medial pkr size 2 insert 9mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.